Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed multiple pump error. The customer¿s blood glucose level was 200 mg/dl. Troubleshooting was done for alarm and customer was assisted with clearing alarms. The customer also reports that the insulin pump received history pointers failed and trace pointers are invalid alarm, customer was refuse to troubleshoot because insulin pump was going to replacement. The customer was advised to revert to back up plan and treat per healthcare professional¿s instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Unit was monitored and functioning properly. No pump error 23, no pump error 68 and no pump error 49 alarm noted during testing.